Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 2 weeks ago the implant battery underneath their skin when they turned over in the bed or turned a certain way would hurt like an ice pick then they noticed they were having trouble charging the implant. Patient mentioned they noticed the pain all last week and now they noticed no more pain this week. Patient mentioned the pain went away but when they tried to charge their implant but can't connect. Patient denied no recent falls/trauma. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed no device found then implant went into passive recharge mode with numbers 995-95-95. Patient mentioned they last charged their implant a couple weeks ago. After few minutes, patient mentioned the controller showed unable to recharge screen 74. Patient pressed try again, then implant went into passive recharge mode with the middle number showed 95. Several minutes later, patient was unable to get past passive recharge mode. The issue was not resolved. A request was sent to the repair department to replace the recharger. Patient called back and stated that they received their new recharger last night, but they were still having the same issue since the last time they called. Patient also stated that they tried to plug the recharger to the controller but they got an error message 'no device found'. Agent walked patient through passive recharge mode and the patient was able to get to passive recharge mode with the middle number at 95. After a few moments the patient got an "unable to recharge message". Agent walked patient through passive recharge mode again with the middle number at 94 and the patient was still getting an "unable to recharge" message. The issue was not resolved. Agent reviewed and redirected patient to their healthcare provider (hcp) to further address the issue. Rep called back with the patient present in the clinic stating that they are passive recharging with the patient's new recharger and they are getting a screen stating "low battery", as well as the "unable to recharge" screen. Rep states then the screen will go back to the passive recharge screen. The ins is reported to be in a good position. The antenna locate screen shows numbers of 97 and 92. Patient services (pss) reviewed normal passive recharge screens and advised rep to keep doing a passive recharge. Rep plans to call back if this does not resolve. Rep states that the patient's passive recharge continues, the 'low battery' screen flashed quickly showing the low ins battery on controller but went back to passive charge. After speaking with the previous agent, the caller grabbed another recharger to try and kept running into the same issue. Rep then attempted to connect to implant via tablet and rep notes the tablet shows ins at %70. Agent had the caller try to 'disable device' but the issuer persisted. The caller noted that the patient did passive charge for 3 cycles when they received the recharger(rtm) in this initial case and probably did 4 cycles today. Agent redirected to hcit to get logs/files, agent advised the case would be escalated. Agent advised caller to continue trying to disable the device. Rep stated that from the time they initially read tablet and showed ins was at 70% but now after performing troubleshooting with other equipment and talking with hcit, they interrogated implant again and now it is down to 30%. They performed disable device for a third time and this still resulted in passive recharge cycle. Pss had caller interrogate implant again and they connected without issue using both proximal and distance telemetry - when communicator was held about 6-10 inches away from ins, it remained connected to the tablet and there was no communication issues. Caller was going to work with hcit to gather log files. When asked if there was communication with controller alone caller indicated they didn't try that when they met with the pt., they did try working with a loaner controller rtm (recharger telemetry module) that caller had but this didn't change the recharging experience. Pt using adaptive stim with intensities up to 10ma with pw of 780us and 60 hz. Pt has not had any falls or trauma per caller. Technical services (tss) spoke with rep on october 13. Caller did confirm that the patient(pt) cannot communicate with the implantable neurostimulator (ins) using controller alone. Tss reviewed that there wasn't any further troubleshooting to recommend for this patient. Caller is planning on meeting with pt next on nov 7, at which time they will discuss replacement with the patient and hcp. Tss also sent warranty info to caller. Additional info received from rep that since they began troubleshooting, a different controller and battery pack combination have been used with patient's system with no resolution to the communication issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating there was no communication with the device and the cause is unknown. Patient began experiencing a return of pain, so they had a device revision on (B)(6) 2026. The device has been returned for analysis. Analysis letter was requested by a hcp. Issue is now resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Manufacturer representative (rep) called back to obtain this case number and plans to send in the explanted product. Did not specify what is being sent back. Additional information was received from a manufacturer representative (rep) stating the battery was returned on (B)(6) 2026.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that they don¿t know what the cause is of the communication issues that are occurring with this patient¿s system. They suspect a hardware issue internal to the ins but this is speculation until the ins is explanted and analyzed. Per the rtg records, they have already replaced the recharger and controller, and another new set of controller and recharger was tried on dec 1 as well with no resolution. Other troubleshooting is detailed in the rtg records.

Manufacturer narrative:
H6: eval code conclusion (fdc/annex d): d14 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the \[intellis]", model: \[97715]", s/n: \[(B)(6)]", revealed. Analaysis found"the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) called back to obtain this case number and plans to send in the explanted product. Did not specify what is being sent back.

Event description:
Additional information received that pt's ins was depleted coming into the appt. They were able to charge the ins normally to 40% though caller notes that any movement of the controller puts them into passive recharging mode and then they will flip back and forth between passive charging and normal charging mode and movement of controller (not rtm) causes this flipping back and forth between passive and normal charging. In passive charging, the pt getting values in the 90's (caller mentioned 94). Pt typically getting excellent coupling when in normal recharge mode. Tablet communicates fine with ins but it's noted that the ctm has to be within about 6 inches of the ins pocket to maintain connection, otherwise connection is lost. Caller can only connect to ins with the controller alone if technical services (tss) spoke with rep about the troubleshooting done, the nature of ins malfunction, and the need for ins replacement in the context of the hcp's office approaching the patient's insurance company for ins replacement. They continue to move towards replacing the ins.

Manufacturer narrative:
B5: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative (rep). It was reported that the cause of the "communication/pairing" issue was not determined. Rep got sent a brand new patient programmer and recharger and they will meet the patient on or before november 21 to see one more time, using brand new equipment, if they can get the implantable neurostimulator (ins) to respond. The issue has not been resolved yet.

Manufacturer narrative:
Additional information has been captured in b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that pt's ins was depleted coming into the appt. They were able to charge the ins normally to 40% though caller notes that any movement of the controller puts them into passive recharging mode and then they will flip back and forth between passive charging and normal charging mode and movement of controller (not rtm) causes this flipping back and forth between passive and normal charging. In passive charging, the pt getting values in the 90's (caller mentioned 94). Pt typically getting excellent coupling when in normal recharge mode. Tablet communicates fine with ins but it's noted that the ctm has to be within about 6 inches of the ins pocket to maintain connection, otherwise connection is lost. Caller can only connect to ins with the controller alone if controller is right near the ins pocket site. They are able to turn stim on and off and the patient has been using stimulation some since this issue started. Tss cautioned about the potential inability to communicate with ins as a worse case scenario. They are planning for ins replacement. Caller was working with brand new controller and recharger telemetry module (rtm) during the clinic visit and that it took them 45 minutes to charge the ins from depleted state to 40%. Additional info received from rep that all details reported in to tech services.